Event description:
(B)(4). Initial info received from a consumer on 24-apr-2008. A female consumer reported she initiated therapy with injectable poly-l-lactic acid (sculptra) (lot number and expiration date unk). She reported that the injection sites beneath her eyes are swollen, black and blue, and painful to rub because it is a sensitive area. She inquired about how often and for how many days should she massage the sites and was referred to her health care practitioner. No further medical info reported. Additional info for sculptra (lot number and expiration date - not provided) from (B)(4): because no lot number is available, an investigation has been performed on the documentation of all potentially involved MFR batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable. Conclusion: no faults detectable.